Event description:
It was reported that the patient with this right atrial (ra) lead experienced pocket infection. A revision was performed, and the ICD was explanted while this right atrial (ra) lead and the right ventricular (rv) lead were surgically abandoned as the patient also underwent a thoracotomy that was associated with risk. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).